Event description:
The consumer was in his scooter and released the lever, but the scooter allegedly did not stop and ran into a table and the fireplace. The consumer allegedly hurt his foot. No serious injury is alleged.

Manufacturer narrative:
User reportedly had released the lever and scooter did not stop. User ran into their table and a fireplace allegedly hurting his foot. Device is a distributed product. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or an operator error may have caused or contributed to this incident. MDR filed based on alleged injury.